Event description:
The customer stated a patient that was a known (B)(6), generated a (B)(6) result on the architect hbsag qualitative assay. The patient yielded a (B)(6) result on the architect hbsag qualitative assay and was (B)(6) (21.58 miu/.ml). The sample was sent to another laboratory and was repeat weak (B)(6) and confirmed (B)(6) on the architect hbsag qualitative ii assay (list # 2g22) and was (B)(6) (18.9 miu/ml). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 1p97, architect hbsag qualitative, that has a similar product distributed in the us, list number 1l80, architect hbsag. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Patient sample was not returned for investigation. To assess lot performance, two commercially available (B)(6) seroconversion panels were tested. The architect hbsag qualitative assay, list # 1p97 lot 08372lf00 detected the same first (B)(6) bleeds for both panel sets as the historical data, confirming acceptable clinical sensitivity performance. Quality release records were reviewed for the architect hbsag qualitative assay, lot 08372lf00 and no issues were observed with the lot, which showed acceptable sensitivity. Additionally a review of complaint trending records showed no adverse trend for the issue observed. The customer was advised, per package insert instructions, to use additional (B)(6) marker data to aid in the diagnosis of this patient. Occult infection does occur whereby a (B)(6) test is (B)(6) but (B)(6) is undetectable. Occult infection may represent the (B)(6) tail end of chronic (B)(6) infection. The patient was previously determined to be a (B)(6) carrier. Based on this investigation, 1p97-25 lot 08372lf00 is performing as designed. No deficiency with the product was determined and no additional issues were identified during the investigation of this complaint.